Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1968. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as an ¿unhygienic condition.¿ on an unreported date, the patient was hospitalized for the peritonitis. Beginning on an unreported date, the patient was treated with vancomycin injection 1 gram every three days (route and duration not reported) and fortum injection 1 gram in each bag intraperitoneally (specific frequency of bags and duration not reported) for the peritonitis. On an unreported date, antibiotic treatment was stopped. It was not reported if dianeal therapies were ongoing. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis, the peritoneal effluent fluid was clear, and the patient was doing well. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.